Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
It was reported that the generator warned of non-uniform heat. The catheter had a visible change in material where the heating element attached to the catheter shaft. It was described as a visible expansion of material. The catheter was incapable of sustaining the desired temperature and was removed. This catheter was never used to actually provide treatment. No injury occurred to patient. The investigation of the returned closurefast was performed and found that the customer's report of a visible change in the heating material element has been confirmed. A visual inspection of the coil segment of the closurefast catheter showed deformed fep material at the bend. The fep deformation was observed and the coil was exposed. The catheter passed continuity/resistance and functional testing. Probable contributing factors could be related to inadequate/uneven pressure being applied during treatment. Per instructions for use: caution: failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage.